Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the issue was resolved following a reboot of the generator. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated. This issue was resolved by rebooting the generator and the procedure was continuing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the e-100 generator shut down during the use of a synchroseal instrument. After rebooting the generator, it was noted that the system was working as expected, but that the synchroseal sparked from the tip of the instrument. It is currently unknown if the synchroseal instrument was replaced or used to continue the procedure. There was no harm, injury to the patient or user.